Event description:
The patient claimed that the date and time on the animas insulin pump was off by one day. There was no indication the product was misuse. There was no reported patient impact associate with the event. This complaint is being reported due a possible slow/losing time issue. The subject pump will be sent back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated a manual time change occurred from 10:20 pm to 10:20 am on (B)(6) 2011. During investigation, the pump failed the timekeeping accuracy test. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.